Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented with a device could not be interrogated successfully. Programmer displayed an error message, "error 0). Error serializing object." A telemetry test was performed and was successful. The message, "device located," also displayed, but attempts to download a device image were unsuccessful. It was noted that this was a programmer issue, and the problem was solved. Device remains implanted, and patient was stable.